Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2022, the patient collapsed and was taken to the hospital by ambulance. Patient cannot remember what medication was provided. The cgm was reading 286 mg/dl and the bg was 209 mg/dl. It could not be determined when these values were taken (before or after treatment), and whether the patient had a hypoglycemic or hyperglycemic event. At the time of the report he was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).